Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lower rectum resection, after the reload was connected, the surgeon able to press the green button but unable to squeeze the handle and the device did not fire. Another reload from the same model was used to complete the case. There was no patient injury.